Manufacturer narrative:
Investigation is pending.

Event description:
Customer alleged a potential false negative hcg results using the cardinal health rapid test hcg cassette pregnancy test in comparison to a positive serum beta quantitative result of 70 miu/ml. The date of occurrence, testing conditions and patient information was not provided. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 25 miu/ml cutoff urine control and 100 miu/ml hcg urine controls; all results were hcg positive at read time and met specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency no corrective action is required.